Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. During evaluation the pump was able to rewind, load and prime successfully. The pump was exercised and was found to be delivering insulin accurately. Loss of cartridge detection did not occur during evaluation. Recall - 2531779-03/24/2010-003-r.

Event description:
It was reported that the pump emitted loss of prime warnings. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. This report is being made based on evaluation results.